Manufacturer narrative:
The device was returned to olympus for inspection. As a result of inspection, only appearance/functional failures were confirmed. Based on the results of the investigation, and although olympus could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the electro-pneumatic proportional valve foot pad was damaged, the first pressure reducer malfunctioned, the solenoid valve malfunctioned, and there was oil contamination of the tube. There was no patient involvement.